Manufacturer narrative:
Continuation of d11: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was also reported under manufacturer report #3007566237-2020-00075 [information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug with concentration 20 mg/ml at a dose rate of 5.5 mg/day via an implantable pump for an unspecified indication for use. It was reported that the company representative was at the hospital for a catheter replacement and the did not have time to answer questions regarding event. The reason for the report was the pump has been empty since (B)(6) 2019 up until now. They wanted to know if they should have the pump replaced as well since it has been empty for about a month running with 20 mg/ml at a simple continuous rate of 5.5 mg/day. At the time of the report it was reviewed that there was no way to know for certain if there has been damage to the pump tubing unless they check for volume discrepancies. It was further reviewed that it was a medical decision to replace the pump along with the catheter today. No patient symptoms were reported. The company representative was to follow-up with the hcp. No further patient complications have been reported as a result of this event]. Any additional information received will be reported under this manufacturer report. Additional information was received from a healthcare provider (hcp) via a company representative (rep) on (B)(6) 2020 indicated the patient initially reported the event. It was reported the patient and family suspected the catheter may not have been functioning for up to one year and the cause of the catheter issue was unknown. The cause of the pump having went empty was the pump not being refilled. It was noted both the pump and catheter were replaced and the event were resolved. Regarding the return status of the pump and catheter it was noted the customer discarded and declined return. The patient¿s family reported that the patient had a loss of appetite, was sick to his stomach and had diarrhea on and off since (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8596sc, serial/lot #: (B)(4), ubd: 24-sep-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving morphine (20 mg/ml at 5.5 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the patient was having signs of withdrawal on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue. The hcp attempted to aspirate the catheter and perform a dye study. Attempting to see if there was a catheter leak, leading to possible withdrawal. The patient was being referred to surgeon to replace the catheter. The surgical intervention was planned but not scheduled. It was noted the issue was not resolved.